Event description:
"Neo-fit" endotracheal tube holder contains hard plastic portion inside of a foam backing. The foam backing separated, allowing the hard plastic to stick out near the pt's eye and nose. A small bruised area was noted on the right anterior nare of the pt as a result of the separation. No treatment was required, and the injury did not affect the pt's outcome. The device was the appropriate size for the pt's endotracheal tube and the pt's age and weight. The device was worn for less than 72 hours. The expected wear time of this device is unknown. The intensive care unit is no longer using the device. They are taping et tubes with tape instead of using the device. Literature from the MFR states, "separation of the plastic base foot from the adhesive foam pad may result in potential et tube extubation. If signs of delamination are observed, replace with a new neo-fit." The MFR acknowledges that separation is possible when using this device. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).